Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery was due to the patient being in pain and having knee instability following a hyper-extension injury. During the revision the 3 x 14mm tibial insert and bolt were removed and replaced with a 3 x 20mm tibial insert and a new bolt.